Manufacturer narrative:
510k: this report is for an lcp distal femur plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4)-no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the distal femur on unknown date. Patient was implanted with a locking compression plate (lcp) distal femur plate and an unknown quantity of screws. On unknown date, patient developed post-traumatic arthritis and was returned to surgery on (B)(6) 2018 for revision to a total knee arthroplasty (tka). During the revision it was noted that patient had a non-union. Four (4) distal locking screws were removed to accommodate the tka. The original plate was also revised to distal screws. Surgery was completed successfully with no delay. Patient outcome reported as okay. This report is for one (1) unknown lcp distal femur plate this is report 1 of 2 for (B)(4).